Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the compressor on the avea ventilator is not working properly. The customer advised the ventilator works properly when connected to wall air. When the ventilator is on the compressor, the fio2% starts increasing out of spec and it does not sound like the compressor is running properly. The ventilator failed the o2 calibration. The customer advised there was no patient involvement associated with this event.